Event description:
A customer reported experiencing a high blood glucose event, leading to an emergency room visit and hospitalization. The customer's blood glucose level was 465 mg/dl, and while ketones were present, they were not identified as dangerous. Cause was unknown. The treatment included intravenous fluids of saline and insulin. There were no reported injuries or permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.